Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was confirmed by review of the returned associate products which indicated damage to the cup and liner. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000819, g7 hi-wall arcomxl lnr 36mm f, 6119394, 010000819, g7 hi-wall arcomxl lnr 36mm f, 6121302. Report source, foreign ¿ events occurred in (b)(64). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10978, 0001825034 - 2017 - 10977.

Event description:
It was reported that during an initial total hip arthroplasty, the surgeon experienced difficulty inserting the poly liner in to the cup. Multiple attempts were used to seat the liner; however, it would not seat. The liner was then unsuccessfully attempted to be removed using a removal tool; the liner was subsequently removed by being drilled out. A second liner was inserted in to the cup. Upon dislocation of the joint after trial reduction, the liner dislodged from the cup. The liner was then attempted to be seated again multiple times. After an impaction, the cup moved within the patient's acetabulum. The liner, cup, and acetabular screws were removed from the patient and a vertical split in the posterior acetabular wall was noticed. A new shell and liner in addition to a locking plate on the posterior column were used to complete the procedure. As a result of the complications, the procedure took an additional 3 hours to complete.